Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event information has been requested. However, no additional information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. The product was returned to the manufacturer for analysis. Visual analysis confirmed the tubing was kinked. Performance testing found the kink did not impede the device functionality. Specifically, occlusion testing noted oxygen output through the oxygen tube and nasal cannula was within specification. A batch record review was performed and product met all specifications. A full investigation to determine the root cause of the kinked oxygen tube is ongoing by way of a non-conformance. The complaint investigation will remain open until completion of the non-conformance.

Event description:
It was reported "the cannula lariat tube had a kink" when removed from the package. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: non-conformance investigation was completed and the root cause was determined to be inconsistency among operators to follow assembly work instructions and inadequate packaging carton. A correction and corrective action have been done to include retraining and updating work instructions to include second packaging. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
This supplemental report is being submitted as the results of the non conformance investigation indicated that this complaint can now be closed with no further action as all non-conformance issues have been investigated and closed for the reported complaint and phenomenon of kinked tubes. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(6) 2016. (B)(4).